Event description:
Foley catheter failed, nurse attempted to withdraw ns from foley, only able to aspirate 1cc. Multiple attempts to adjust position of catheter and install more ns unsuccessful. Surgeron (neuro proc.) Consulted with urologist.